Event description:
In (B)(6) 2010, I put mentor breast implants. Since then, my health, which has always been good, has declined. I started to have skin allergies, food intolerance, tinnitus, daily migraines, body pain, an absurd tiredness, being difficult to get up from bed, brain fog and a lot of memory loss. I began to forget the names of people close to me , I thought I was in dementia when I was (B)(6) years old. I removed the implants two months ago, and my health improved in an incredible way. All my symptoms were gone, only memory still fails sometimes, but nothing compared to before! I'm sure the implants made me sick.